Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they have an appt for tuesday at 3pm that they wanted a rep to meet them at due to issues they were having with their ins. Pt said their stimulation seems to be jumping settings. Pt said they would set it at 5 and then it would jump to 6 or would drop. Pt also mentioned that they had numbness in their leg that they did not think was related to the ins and was going to see a different hcp for the following week. Pt said both of these problems started happening within the last couple of months. The patient was redirected to their healthcare provider to further address the issue. The patient reported via a manufacturer representative that they had severe burning and implantable neurostimulator pocket site tenderness. The burning/heat felt worse when charging, but the patient said that the pain exists regardless of it charging or not. The implantable neurostimulator was alleged to be heating/burning. There were no external or environmental factors noted to be contributing to the issue. The manufacturer representative interrogated the implantable neurostimulator on 2021-nov-09 and there were no error based on the information displayed on the clinician programmer. The physician palpated the implantable neurostimulator site and looked at the incision and nothing out of the ordinary was seen. The patient is scheduling an MRI within the week and the physician will review with the patient to determine if there are any issues or concerns. Programming was changed to use less energy from the implantable neurostimulator, and the patient was educated on how to turn down the temperature when recharging the implantable neurostimulator. The issue was not resolved at the time of the report. Surgical intervention was not planned or performed at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Additional information regarding manufacturer report # 3004209178-2021-16299 will be submitted as a supplemental to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B1 updated to add adverse event context. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
B1 updated to add adverse event context.

Manufacturer narrative:
Continuation of d11: product ID 97755, serial# unknown, product type: recharger. H6. Device code: c62883 no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep did not have access to the serial number for the patient¿s controller or recharger. The cause of it taking 5 hours to charge each day and the ins getting warm when recharging was reported to be due to the patient not getting good coupling. It was also commended that after checking the patient¿s diaries it was also only taking them 1.5 hours. The rep went over recharging practices with the patient again and it was reported that now they were charging fine. It was clarified that the warm recharge antenna was due to normal heating as expected from recharging. The patient was taught how to efficiently recharge their device to help address the warm recharge antenna issue. It was reported that this issue was resolved with less recharge time. The patient¿s weight at the time of the event was not available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"

Manufacturer narrative:
Concomitant medical products: product ID: 97755, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep met with the patient to set up adaptive stimulation (as) for the first time. However, the patient¿s battery was dead and was last used two days ago. It was reported that the patient was having to charge via a passive move recharge. The patient complained that they were having to charge five hours a day and the antenna was warm and it was reported that the ins was getting warm. The patient stated that they had excellent recharge quality. The patient routinely charged every morning and wears the belt and walks around their building. They were not sure if they would get good coupling the entire time. They noted that the patient did look at their patient controller a lot while charging. It was reviewed to consider reviewing energy meter stats. It was also advised to review best practices for recharging. Technical services proposed ruling out the recharger to see if it was working correctly while the patient was performing a pmr. However, when the rep went back into the room with the patient they saw that the patient¿s ins resumed normal recharging and was at 40 percent with excellent quality. Technical services reviewed labelling does state that the recharger head can get warm during a recharge session and that they would need more information to determine if there was an issue. The rep would examine the recharge diary with the clinician programmer and reviewed best practices with the patient. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.